Manufacturer narrative:
Block b3: exact date unknown, event occurred a week prior to the date the manufacturer became aware.

Event description:
It was reported that the ipg was unable to connect to the remote control. The patient had been defibrillated and noticed that the ipg would no longer work despite charging it for multiple days. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.